Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in spain. It was reported that after enucleation with a laser, the morcellator had to be used. We made the connection just before entering the patient with the blade. The blade began to rotate without any drive. Finally, the doctor had to perform another procedure. Additional patient information is not available.